Event description:
Customer reported a malfunction alarm with the pump, specifically malfunction code malf 1, which was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by arranging for a replacement pump and infusion set to be sent to the customer, who acknowledged the guidelines for storage mode and return procedures. The customer was advised to use manual daily injections as a backup therapy until the replacement arrived.